Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Severe and catastrophic personal injuries. (B)(6).

Event description:
Suspected malfunction was reported.